Event description:
Description of event according to initial reporter: (B)(6) years old male patient underwent tever after artificial blood vessel replacement for abdominal aortic aneurysm. Preoperative plan is zta-p-36-161-w1 (main) zta-p-44-179-w1 (distal). Planned to proceed in the same manner as normal tevar. Since the access route was an artificial blood vessel for the abdominal aortic aneurysm, jcds-2024-eds-hc confirmed that the order of passage was 20fr 24fr. Anatomical range of application was off-label use: due to the patient's advanced age and the aorta with a large amount of attached blood clot, zta was selected, which is said to have a low risk of neurological embolism in the literature. Withdraw from surgery because the patient has a high risk of thrombus dispersion and embolism if possible measures are taken, such as double wire and pull-through with lunderquist, due to thrombus adherence in the aorta. If the patient wishes at a later date, tevar is performed by opening the abdomen and performing a direct puncture from the artificial vascular part. Patient outcome: no change from before surgery.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p140016 h6) f28 appropriate term/code not available: f31 - cancelled/aborted treatment/therapy. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: an (B)(6) year-old male patient underwent tever (thoracic endovascular aortic repair) after artificial blood vessel replacement for abdominal aortic aneurysm. Preoperative plan was to implant zta-p-36-161-w1 proximally and zta-p-44-179-w1 distally. Since the access route was an artificial blood vessel for the abdominal aortic aneurysm, jcds-2024-eds-hc confirmed that the order of passage was 20fr 24fr. Anatomical range of application was off-label use: due to the patient's advanced age and the aorta with a large amount of attached blood clot, zta was selected. Withdraw from surgery because the patient has a high risk of thrombus dispersion and embolism, if possible, measures are taken, such as double wire and pull-through with lunderquist, due to thrombus adherence in the aorta. The hydrophilic coating on the sheath was activated prior to advancement in the patient. The diameter of the artificial vessel was reported as 9mm and the vessel dilation was performed prior to the procedure with inflation with the dilator of 20fr and 24fr. However, the complaint device could not pass through the previously implanted artificial vessel. The procedure was aborted. The complaint reported by the user was confirmed. Complaint is confirmed based on customer and/or sales representative testimony. Photographic evidence was returned for evaluation. The review of the photos determined the following: one photograph demonstrating the captor hemostatic valve, no damage or abnormalities were noticed. Another photograph demonstrating the dilator tip and the proximal part of the sheath, no damage or nonconformances were noted. Biomatter is present on the device. An image (anonymized preoperative cta (computed tomography angiography)) was returned for evaluation. The image was reviewed by clinical personnel, and the following was determined: ¿the patient previously had an aorto bi-iliac bypass graft for aaa repair, and there is some tortuosity of the proximal iliac legs of the graft as well as mild stenosis at the iliac anastomoses. These are likely the causes of the difficulty with passing the delivery system. The delivery system has an od of 7.1 mm, and the minimum lumen diameter is 6.5 x 7.5 mm at the right iliac anastomosis, presumably with very little elasticity here. Incidentally, the descending ta anatomy is outside the IFU for endovascular repair with this device. Along with severe intraluminal thrombus throughout the descending ta, the distal landing zone is inadequate with a diameter taper from 43 x 46 mm to 37 x 38 mm in the 20 mm segment above the celiac trunk¿. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is evidence to suggest that user did not follow the instructions for use and/or label. Per the IFU, the safety and effectiveness have not been tested in patients with previous repair. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause could not be determined from the investigation. Possible cause for the advancement inability could be that the patient had an artificial vessel with tortuosity. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.